Event description:
The customer reported that the side rail of the citadel plus bed frame was broken and hanging off. The arjo service technician inspected the bed and found that the left-hand foot-end side rail had detached. The lower arm of the side rail assembly had disconnected from the panel. Additionally, one of the threaded plates responsible for strengthening the side rail was partially torn off together with the 2 screws securing the plastic moulding. Photographic evidence provided confirmed the malfunctions. The patient was on the bed at the time. No injuries were reported.

Manufacturer narrative:
In the investigated complaint, the circumstances under which the equipment was damaged remain unknown. However, based on the analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached (lower arm was disconnected) due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 14) safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or qualified service personnel should be contacted. To sum up, the side rail detached due to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. The side rail lower arm was disconnected from the panel, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rail which can lead to a patient fall. The patient was on the bed at the time of the event. No injury was reported.